Manufacturer narrative:
No product was returned for review. No part numbers or lot numbers were provided in order to review the device history records. This device was used for treatment. From the information in the complaint file, it cannot be determined if a revision of any zimmer biomet implants was planned. It is not known if there was any concern with the instruments or implants that lead to the questions into zimmer biomet. Should any zimmer biomet implants have been removed or any intent to remove the implants, it is not reported the reason for the desire to remove the implants whether normal healing had occurred and the implants were no longer needed or if there was any other reason to remove the implants. The most likely cause of the complaint cannot be conclusively determined.

Event description:
It is reported that a patient has been indicated for a revision following a trauma fixation procedure due to unknown reasons.